Manufacturer narrative:
Device evaluation completed on october 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a 500cc mentor memorygel breast implant experienced bilateral rupture post procedure. The issue was discovered during the surgery. As a result, patient underwent bilateral replacements with unknown mentor silicone implants on (B)(6) 2021. This report relates to the right prosthesis.